Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Vt alert was detected through home monitoring on (B)(6) 2018. On (B)(6) 2018 the patient had a check at hospital. It was confirmed high range frequency and oversensing like t wave were observed on iegm. Regarding to the oversensing like t wave, it was not on the t wave, and it was intermittent. It was decided to monitor the patient. The patient is scheduled for another follow up in a couple weeks.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm and 17 cm distal to the df4 connector pin. A proximal, a medial and a distal lead fragment were returned and subjected to an extensive analysis. During the visual inspection multiple signs of wear along the lead fragments were noted. In particular around 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation of oversensing reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the shock coils were deformed which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.